Manufacturer narrative:
The reported event of a loose or intermittent connection was confirmed by analysis. Final analysis found material in the hex cavity, preventing full insertion of the torque driver and causing the reported event. No anomalies were detected.

Event description:
It was reported that during procedure, the patient's implantable cardioverter defibrillator (ICD) set screw was unable to tighten due to a loose or intermittent connection issue. The ICD was successfully replaced, and the patient was stable.